Event description:
It was reported that the left ventricular lead dislodged and exhibited loss of capture. The patient was doing heavy lifting prior to lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded from 3.2 cm to 4.7 cm from the connector pin which exposed one of the conductors of the ring electrode cable. The lead passed all electrical tests.